Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had ventricular oversensing episodes. Upon review, the right ventricular lead exhibited noise. The noise was not reproducible. It was noted that the patient was stable but had received inappropriate antitachycardia pacing therapy in the past. Programming changes were made to prevent further inappropriate therapy.